Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. Thesterilization process was investigated. The validated process assures that all sterilizationparameters, such as gas concentration, temperature, humidity, etc., are within itsspecified ranges for each distributed device.additionally an analysis of validated microbiological indicators is performed after everysterilization procedure as evidence of successful completion of the sterilization process.review of the biotronik complaint database did not reveal any changes regarding thetrend for this type of incident.in conclusion, the infection was not device related.

Event description:
This system was explanted due to infection. New system was not implanted. Should additional information become available, this file will be updated.